Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sleeve gastrectomy. According to the rptr: pt was bmi (B)(4), not assessed as high risk by consultant. Operation performed, black staple reload used on antrum of stomach. Slight oozing of blood, so clips used over parts of staple line. Leak test performed at end of procedure and no signs of leakage. The staple line appeared ok. Twenty four hrs later, sudden onset of pain in shoulder and lower abdomen. Taken back to theatre within 1 hr. Area of stomach where black staple line had been was still closed for approx 1 cm, but rest of the line had completely failed and was open. Sutures were used to close the opening and since there have been no further complications. It is understood there was some amount of post-operative content leakage, due to the stomach portion being open. Current pt status - ok. Sample will not be returned. No reinforcement material was used. No unanticipated tissue loss. No unanticipated extension of incision. No unanticipated blood loss. No delay in surgery time. No device fragment left in pt. No reinforcement material was used in conjunction with the stapling device.